Event description:
The customer contact reported a tubing separation; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the nurse noted leakage of solution and that the option-lok male adapter had separated from the tubing. It was reported that there was "minimal bleed back" in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.